Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7120244/7120817.

Event description:
It was reported that the patient had localized infection at the pocket site. Symptoms of redness, tenderness and drainage describe as bloody and yellow were noted. It was also mentioned that the patient did not get much relief. The patient will undergo a revision procedure.

Event description:
It was reported that the patient had localized infection at the pocket site. Symptoms of redness, tenderness and drainage describe as bloody and yellow were noted. It was also mentioned that the patient did not get much relief. The patient will undergo a revision procedure. Additional information received that the patient scs system was explanted. The explanted device was not released by the facility.